Event description:
Clinical study. 62 days after a coronary artery drug eluting stenting procedure, the pt experienced a stent thrombosis (st) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.4mm 99% stenosed proximal right coronary artery (prox rca). The physician treated the lesion without predilation and then a successfully placing a taxus express2 8.8% 3.50x28mm drug eluting stent in the target lesion. There were no complications. The pt was discharged 2 days later on plavix and aspirin. 62 days after the procedure the pt experienced a stent thrombosis and required a tvr. The physician treated the stent thrombosis by placing a taxus express2 over the wire stent in the target lesion to treat the proximal edge stenosis and thrombosis. In the opinion of the physician the relationship of the stent thrombosis and the target vessel reintervention to the taxus stent is probable, and there was a restenosis of the taxus stent.

Event description:
It was further reported that target lesion 1 was 18mm long with pre-dilitation (with thrombus present) and with 0% residual stenosis and a timi iii flow, after placement taxus stent. Of note, there was improved flow in the rca post intervention. The pt remained stable and was discharged. 2 months later, the pt was admitted for complaints of progressive symptoms of fatigue, shortness of breath, and chest discomfort. Recent stress test to evaluate a 50% lcx lesion was unremarkable. The pt was referred for cardiac catheterization. Angiography the next day revealed, lmca was nonexistent with a double take-off of the lad and lcx, lad 40% ostial stenosis, lcx was difficult to visualize but the final film demonstrated a 50% ostial stenosis, rca patent stent in the proximal rca but the proximal edge of the stent had a 70% restenosis and seemed to compromise the entire vessel, ef was 35-40%. Intervention consisted of ptca (for a proximal edge restenosis) to the proximal rca and placement of a 3.5 x 16mm taxus stent, with 0% residual stenosis. Final angiography revealed an excellent result with no dissection and normal flow. The pt tolerated the procedure and was discharged on continued asa and plavix therapy.

Event description:
The stent thrombosis was withdrawn by the site. Please disregard the stent thrombosis from complaint #6000093-2005-736.